Manufacturer narrative:
The reported event of replace generator soon (eri) message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg battery had depleted prematurely. The root cause of the premature battery depletion was due to an electrical degradation in the hybrid circuitry. This resulted in the ipg battery depleting at a higher than expected rate.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device is showing ¿elective replacement indicator¿. Surgical intervention may take place at later date to address the issue.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.